Event description:
It was reported the patient presented for treatment of postoperative heart failure. Upon interrogation, it was discovered the leadless pacemaker (lp) exhibited high capture thresholds that we leading to loss of capture. Programming changes were implemented. An echocardiogram was performed which showed the lp interacting with the tricuspid valve. The lp was deactivated on (B)(6) 2024 and a transvenous pacemaker was implanted. The patient was in stable condition.